Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: crimped valve stuck inside esheath+ and one frame strut bent outwards and protruding trough sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for inability to advancing through sheath and sheath punctured was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity, undersized vessel, and excessive device manipulation) likely contributed to the event as per information provided patient had 'anatomy with curves and narrowing'. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a subclavian tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the operator noticed lot of push force during insertion of the commander delivery system and valve into the esheath+, the devices were stuck, and they were unable to exit the esheath+. At this point, part of the valve inflow was observed to be bent and protruded through the sheath. The commander delivery system with the valve and the introducer were removed together from the patient. Another valve was prepared and successfully implanted. During check of vessels, a subclavian artery dissection was noticed and resolved with medical stent. The patient was stable at end of procedure. The resistance was due to the patient's anatomy, which included curves and narrowing of the blood vessels.

Event description:
The device was returned and a liner puncture was observed. There was no sheath puncture observed.

Manufacturer narrative:
Additional information added to b5.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was expanded. The strain relief had a longitudinal cut, confirmed to have been done at the back table. The liner was punctured. There were 3 liner strands, 1 strand on the hdpe, and the sheath was longitudinally cut, confirmed to have been done at the back table. Dimensional testing was done. The liner thickness was measured along the liner tear. All measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was revealed: the crimped valve was stuck inside the esheath+. There was one frame strut bent outwards, and likely protruding through the liner. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the reported event for inability to advance through sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity, undersized vessel) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The reported event for punctured liner and sheath punctured were confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity, undersized vessel) and/or procedural factors (device manipulation) likely contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.